Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that her "alarm has been going off since 2018 because it was empty" and thinks it could have been (B)(6) or sometime before that. The patient had been trying to find a physician to replace the pump and fill it again. The patient stated that they finally found a physician and went to see him recently (on (B)(6) 2019) and they said he couldn¿t perform the patient¿s surgery because he was sure the tubing had collapsed and couldn¿t be done in an outpatient clinic situation. Per the patient the physician called a company representative to come to the clinic to turn off the pump alarm. The pump alarm was turned off. The patient also stated that she had ms (multiple sclerosis) and their memory isn¿t good sometimes. The patient requested physician listings. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity due to multiple sclerosis. It was reported that the patient's pump had been empty since (B)(6) 2018. The patient had been non-compliant and did not go in for refills. The hcp was going to program the pump into permanent off state on (B)(6) 2019. It was noted this was the first time the hcp had seen the patient, as she had been dismissed by her previous hcp. No patient symptoms were reported. No further complications were reported. On 2019-04-17 (B)(4) (hcp, rep): no additional information was received in this document.